Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus france s.a.s. (Ofr). As a result of the evaluation, the following was confirmed. -there was a leakage from the air/water channel. -the endoscopic image disappeared or reappeared due to contact failure of the electrical connector. At the user facility, similar events have occurred in the past. The exact cause of the reported event could not be conclusively determined. Based on the following investigation results, olympus medical systems corp. (Omsc) determined that the reported event was less relevant to the device. -as a result of microbiological testing by the user facility, bacteria (61 cfu/100ml) were detected. -bacteria (2 cfu/endoscope) were detected as a result of microbiological testing performed after ofr properly reprocessed the device, but the testing result cleared the french guideline. The instruction manual states the possibility of infection by insufficient reprocessing. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus. (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for coagulase-negative staphylococci (2 cfu/endoscope). The testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Unspecified microbes (61 cfu/100ml). The device had been manually reprocessed using peracetic acid. There was no report of infection associated with this report.